Manufacturer narrative:
(B)(4).

Event description:
Post-miradry treatment patient is experiencing 'sensibility change' in the left medial brachium. Symptoms began approx 1 week post miradry treatment - tingling sensation isinterfering with sleep. Patient is being examined by in-house neurologist.